Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok and up arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with a torn keypad cover. During testing, all of the keypad buttons were intermittently responsive. The keypad cover was removed and the ok, up and down arrow keypad button contacts were inverted. The contrast keypad button contact was found to be misaligned. There was contamination found under all of the keypad button contacts. Unrelated to the initial complaint, the battery cap threads were found to be damaged, and the returned battery cap was unable to secure onto the pump. Also unrelated, the battery compartment was cracked and the display screen was dim and discolored.